Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, the front panel light-emitting diode were dimmed and unevenly lit. In addition, the first regulator unit and pinch valve were not secured to the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit is not insufflating properly and makes abnormal noise. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the front panel malfunction was likely caused by an electrical issue. The customer's reported event was not confirmed. The definitive root cause of the malfunctions could not be determined. Olympus will continue to monitor field performance for this device.